Event description:
Spontaneous call from pt, pump malfunction (sn # (B)(4)). No further info known. Pt has a functioning back up device. Replacing pump and pt will return, malfunctioning pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.